Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed, and all results were within specification. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported, the right ventricular (rv) lead had perforated the right ventricle. The rv lead was explanted and replaced to resolve the event. The patient was stable.